Event description:
Patient had full revision surgery. Suspect device information was received. Implant date remains unknown. As the previously reported increased seizures occurred with a fractured lead, the conclusion of both the fracture and increased seizures is due to device failure. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
Further information was received from the managing physician. Surgical intervention has not occurred to date, still waiting on chest x-rays, and the patient was referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen and high impedance error message was observed. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
D6a. If implanted, give date (mo/day/yr), corrected data; supplemental MDR 03 inadvertently omitted information known prior to submission.

Event description:
Implant date of the lead was not reported in supplemental MDR 03. The explanted lead has not been received to date. No other relevant information has been received to date.

Event description:
It was later reported that patient has experienced an increase in seizures and is still referred for surgery. No known surgical intervention has been received to date. No other relevant information has been received to date.